Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) contacted the customer via the phone and was told that the issue occurred because the customer was using the wrong luer cap for the test. When the customer used the proper cap, all tests were passed. This was an operator error, and there was no failure of the iabp.

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) failed the leak test. There was no patient involvement and no adverse event was reported.